Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of sciatic nerve injury. It was reported that the patient was in the hospital last year and stimulation was shocking the patient. The patient also reported falling twice, and breaking their left hip in (B)(6) 2015, as well as the right hip in (B)(6) 2016. The patient stated that the stimulation hasn't worked for the pain since they had 2 crushed discs in their back in 2015 and had spacers installed in the back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.